Manufacturer narrative:
The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has been exhibiting pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. Threshold and sensing measurements remain normal. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating this system is still exhibiting out of range pacing impedance measurements on the rv channel. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.